Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted due to infection. Additional information was requested but was no available at the time of this report.

Manufacturer narrative:
(B)(4).